Manufacturer narrative:
Lens was not implanted and therefore not explanted. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the intraocular lens (model pcb00 +23.5 diopter) would not advance. Reportedly, the lens touched the patient's operative eye. Additional information was received, and it was learnt that the lens was stuck in cartridge during insertion. The lens was replaced with another pcb00 and the patient was reported as fine. No incision enlargement, no sutures used, and no patient injury was reported. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed only one (1) additional investigation request for this production order. However, there is no indication of product malfunction and is not part of non-conformance or exception report. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.